Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient sits for hours while recharging and ¿it shuts off.¿ the patient confirmed that the recharge quality is excellent. The patient stated that they are charging more often than before. The patient reported that the ins will be fully charged in the morning and depleted almost completely by the evening. The patient reported that their stimulation parameters have not changed for 6 ¿ 8 months. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and the patient. The hcp reported that the patient contacted the manufacturer representative (rep) and the rep handled the situation. The patient reported that there was nothing different about the way the equipment was used the battery just became difficult to recharge. The patient said no steps were taken to resolve the ins draining more rapidly/taking longer to charge and the equipment was replaced. The patient noted the new unit work better than the original unit. No further complications were reported/anticipated.